Manufacturer narrative:
Device has not been returned to sorin group deutschland. Two field actions were initiated in response to this issue. The z-number for the second field action is z-1149/1158-2012. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive. This issue was discovered by a sorin group field service representative during routine preventative maintenance. There was no patient involvement. The sorin group field service representative replaced the touch screen with a new led touch screen. The driver board and necessary ribbon cable replacements were made for compatibility of the new touch screen. Subsequent testing found no further issues and the unit was returned to service. The complained touch screen was returned to sorin group USA for further investigation. Testing of the unit confirmed the reported issue. Photographs were taken and sent to sorin group (B)(4) for evaluation. Analysis of the photographs determined that the issue was the result of a faulty connection of the kapton-tail. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The complained unit was replaced on-site to resolve the issue. No further action is necessary at this time. Evaluated by sorin group USA technician.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive. This issue was discovered by a sorin group field service representative during routine preventative maintenance. There was no patient involvement.